Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr), restricted posterior leaflet, thick leaflets and enlarged atrium for a mitraclip procedure. During the procedure, the clip opened up during lock test. Troubleshooting was performed and was successful. The clip was successfully implanted. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects reported.